Manufacturer narrative:
The device involved in this event has not been returned for eval.

Event description:
Coiling treatment of an acom aneurysm. It was reported the coil would not detach. Upon removal, the coil detached inside the catheter. The physician tried to push the coil into the aneurysm and it went into the parent artery. It was reported the coil went into an unimportant feeder. No pt injury reported.